Event description:
Needle was inserted for epidural placement. When advancing catheter through the needle, it would not thread; when attempting to withdraw the epidural catheter, the tip of catheter sheared off and was left in the patient. FDA safety report ID# (B)(4).